Event description:
It was reported the oms20 was used during a not reported procedure. It was reported the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 48563. Endopath endoscopic articulating stapler: based upon the inquiry info received, the visual examination & the functional test, it was concluded that the instrument was cofirming with regard to staples feeding, firing & forming. The instrument was received in good physical condition, with a trace of body fluids observed in the cartridge assembly. The instrument was examined & was found to be functional & was cycled & fired the remaining 17 staples without incident. No conclusion could be reached as to why the reported instrument's "staples would not deliver" during surgery. The experience the surgeon reported could not be repeated.